Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient, regarding patient's implantable neurostimulator (ins). It was reported patient's device is not working and patient is hurting on the side where ins is. The event date was unknown. Patient saw an error message on the recharger but caller was not sure what the message was. Caller was going to have patient call back in to clarify. Additional information received from the consumer reported that the device was showing the picture of a physician and they had to push the charge button again to get it to work. The patient stated the device had moved and was now sitting on top of their hip bone. The cause was not determined and no steps had been taken yet. The event was not resolved.